Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was the spike not being pushed in the bag all the way while connected. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A care giver (cg) contacted global technical services regarding a check supply line/refilling the heater alarm that occurred on the home choice (hc) unit during fill. The cg figured out the problem before the technical service representative (tsr) answered. The cg stated the spike was not pushed in the bag all the way. They pushed it in and everything was fine. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The patient stated the following: the cg said that while she was waiting on hold, she was checking over the supplies realized that for the first time in all the time they had been doing therapy she didn't push the spike in all the way. The cg said that it was not loose, there was no damage to any of the supplies or anything, and that it was her fault. No patient injury or medical intervention was reported.